Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 25-30 mg/dl. The cause of the low bg was customer accidentally delivered too much insulin during a bolus. Bg was treated with intravenous fluids of insulin and saline. The customer was discharged later the same day, 4/6/2023, with the issue resolved and no permanent damage. A system check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.